Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture's representative regarding a patient receiving morphine at a concentration of 15.0 mg/ml and a dose of 4.817 mg/day via an implanted pump. The indication for use was spinal pain. It was reported the patient had their whole pump system explanted on (B)(6) 2017 and the patient presented to the emergency room (ER) with spinal headache and csf leak on (B)(6) 2017. It was indicated the event was related to the implant procedure. It was noted that on (B)(6) 2017 surgical repair of the csf leak was performed. The event resulted in the patient being hospitalized and prolonged hospitalization. The event was ongoing at the time of the event. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.